Event description:
It was reported that the cross arm brake on the 9600 system will not hold. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cross arm brake was replaced during the service call. The system was tested and found to be working as intended and put back into service.